Event description:
Reporter alleged blood glucose measured 406 mg/dl back to back with a result of 164 mg/dl, when performed within 1 minute of each other. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.